Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2018 while in the hospital. The lifevest was reportedly removed by medical staff upon arrival. It was reported that the device was not alarming while the patient was wearing the device en route to the hospital. Per review of the event, the device first detected bradycardia at 01:15:08 on (B)(6) 2018. At 01:28:33, the device entered a treatment sequence. The ECG showed that the patient was in asystole with cardiac activity at the time. A treatment was appropriately not delivered as asystole is considered a non-shockable arrhythmia. The device entered the treatment sequence at 01:29:48 and 01:31:38 am. The patient's rhythm was an idioventricular rhythm at 60 bpm degrading to asystole with CPR artifact and intermittent cardiac activity. The CPR artifact contributed to the false detections. Bradycardia and asystole were detected between 01:32:28 and 01:34:17 am. At 01:37:04 pm, while the patient was in asystole, a non-lifevest external defibrillation was delivered. The post shock rhythm was af at 100 bpm. The patient degraded back into asystole. At 01:52:04 the lifevest delivered a treatment pulse while the patient was in asystole with CPR artifact. The CPR contributed to the false detection. The device was shutdown at 01:52:25 am while the patient was in asystole. While monitoring the patient, no vt or vf was detected. Asystole is considered a non-shockable rhythm. There is no evidence that the lifevest treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.